Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the sinus rate was too slow for vdd mode. The pacing mode was reprogrammed to vvir. A little more than (B)(6) later it was reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.